Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered both converter and igniter were faulty which resulted in occasional lamp light-up failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, light problem and cannot use the visera elite xenon light source. The procedure was finished with a similar device. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was confirmed that the lamp failed to light up because both the converter (dp146700) and the igniter (ru209500) were defective. No further information was obtained to identify the cause of the defects. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.